Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient was treated in the emergency room for elevated blood glucose (bg) of about 1,000mg/dl with large ketones, vomiting, abdominal pain, and extreme drowsiness. The patient reportedly discontinued the pump and was treated with insulin drip and was admitted to the hospital. The reporter stated that upon removing the cartridge from the pump, it was noted that the cartridge was leaking from the body. The issue reportedly occurred with one cartridge. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a cartridge leak.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has not been returned; a retain sample from the same lot was evaluated by product analysis on 04/03/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed. Lot review was performed and no failures were found on incoming inspection. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.